Manufacturer narrative:
The fse confirmed imprecision for the e2 assay. The fse decontaminated the wash substrate and diluent then made fresh wash diluent and substrate. In addition, the fse replaced the wash probe assembly, 2-way solenoid waste valve, 3-way solenoid washer valve, specimen dispense syringe assembly and sampling nozzle assembly. Following, tt3 precision now 1.5% cv and e2 precision now 3.5% cv. Review of service and complaint history for serial number 10212811 was conducted from 09-april-2015 through 09-may-2016 for similar complaints and identified no similar type of event. The most probable cause of this event may be related to failure of the wash supply valve. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2016 the customer reported e2 precision errors with use of the aia-900 analyzer. The customer reported that the pattern of results started low and increased. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.